Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep responded to email. Rep was asked several questions regarding cause, dates of when issue started and resolution. Rep responded to all questions with asked but unknown. No further information.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 08-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient's implanted neurostimulator (ins) and lead were implanted on (B)(6) 2024 the patient was hospitalized due to new pain that was not related to their baseline pain. The pt explained to the rep that they had an adverse nerve reaction; they could not walk or lift themselves up.  Their skin on their legs was very sensitive to touch. The rep provided additional information on (B)(6) 2024 reported that the pt was discharged from the hospital.  The pt did confirm they could walk.  The pt was reporting burning and soreness at the ins pocket site.  The rep noted the device had not been activated yet between august 5, 2024 and august 16, 2024.